Event description:
It was reported that there was farfield r- wave oversensing on the atrial channel. The farfield events were seen on stored ams episodes. The patient felt fatigue due to mode switch events during jogging. Programming changes were made. No issues reported after programming changes were made.